Manufacturer narrative:
Batch review performed on 27 june 2019. Lot 188545: (B)(4) items manufactured and released on 29-nov-2018. Expiration date: 2023-11-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection 1 month after primary, the pathogen was identified as (B)(6). The surgeon performed a washout and poly swap and the surgery was completed successfully.